Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient contacted the hospital to state that red heart and pump stoppage alarms had been active for two minutes and then the system returned to normal. The patient arrived at the hospital for an evaluation. It was reported that the patient's (unspecified) blood test results appeared normal. An x-ray of the internal portion of the patient¿s driveline showed the driveline looked ok according to the hospital personnel. The patient¿s system controller was exchanged for a new unit and within an hour, the new system controller exhibited the same alarms as before which include low flow, driveline disconnected, pi event, and pump off alarms. The patient was allowed to move around whilst connected to the power module and the driveline was manipulated without alarms. It was reported that the patient was kept on batteries and no further alarms occurred. The patient¿s data log file was evaluated by the manufacturer's technical services and confirmed that pump stoppage and low speed operation events occurred on several occasions. The information contained in the log file was indicative of a potential wire-to-wire short in the driveline. Low speed hazard alarms and pump stoppages were recorded while the patient was on power module support. X-ray images of the internal and external portion of the driveline were reviewed and appeared inconclusive; no apparent areas of damage were observed. A small portion of the driveline¿s outer silicon jacket layer was opened and no fluid or bio-debris was apparent. The external part of the driveline was inspected and manipulated whilst the patient was connected to the power module and the pump continued to operate normally. A phase interrupter was used to check each wire in the driveline and no broken wires were found. The patient was then asked to move his upper body whilst connected to the power module and no alarms occurred. Upon re-evaluation of the patient¿s x-ray images a slight area of concern was observed on the internal portion of the driveline and a modified, ungrounded, patient cable was requested. It was reported that the patient would be monitored closely. A pump exchange may be considered in the event that the alarms continue. The patient was reported to be asymptomatic during the events.

Manufacturer narrative:
Low speed and pump stoppage events were confirmed via the patient¿s system controller event history that was submitted. The event history indicated intermittent low speed events, pump stoppages and low flow hazard alarms, which appeared to occur while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on pump support with a non-grounded patient cable and no further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was provided a modified (ungrounded) power module patient cable and remains ongoing on vad support.

Manufacturer narrative:
Approximate age of device - 1 year and 8 months. The event occurred at (B)(6). The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.